Manufacturer narrative:
A supplemental MDR is being submitted to correct the awareness date of the previous report. Section g3 was updated with the correct aware date. Section g6 and h2 were updated.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 and a half years post transcatheter aortic valve replacement with a 20mm sapien 3 ultra valve, it was noted "the valve has failed. Patient is currently in our ccu [critical care unit]." Per additional information received, the patient presented with progressive symptoms of dyspnea on exertion and fatigue over 4 weeks, and myocardial infarction. The valve was noted to exhibit stenosis with increased gradients. It was noted that intervention is "pending savr [surgical aortic valve replacement] with CT [cardiothoracic] surgery."

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received and engineering evaluation findings. Section b5, d6b, g6, h2 and conclusions in section h11 were updated. H6 codes were added: clinical code - impact code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for stenosis was confirmed based on the information available to date. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.